Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. Complaint received through clinical data collection. An osseoguard flex membrane was utilized during a procedure for filling of bone defects after root resection, cystectomy or removal of retained teeth on (B)(6) 2023. The clinician reported loss of bone graft material. The membrane was hydrated prior to placement with sterile saline. Bio-oss bone graft material was also used. Sutures were used to stabilize the membrane in place 5.0 coralene. Primary closure was achieved. No other products were used, no complications occurred during implantation and no other concomitant medical treatment was performed. Post-operative instructions included antimicrobial oral rinse perio-aid. Follow up visit occurred (B)(6) 2023 for implant placement. Wound healing uneventful. Adverse event observed: loss of bone graft material. Surgical/medical intervention was required, extra bone graft and membrane. Periodontal defect regeneration was successful. Dental implant was placed. Membrane resorption assessment: 0 - membrane not visually present. Post-operative instructions included antimicrobial oral rinse perio-aid. No other patient information was made available.